Event description:
It was reported that the patient had been getting good coupling bars up until that past week and a half prior to the date of this report and then the patient had started having difficulty charging. The patient was only getting 0-2 coupling bars. There had been no unusual events that had happened in that time frame. The patient was getting an x-ray done to confirm if the device was flipped. The device had moved from its original pocket site. If the device was flipped they would be scheduled for a revision the week following the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0935y, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37651, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0935y, product type: lead. (B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported recharging frequency had matched the patient&#38112;settings. The patient was trained and able to demonstrate effective recharging. The cause of the event was determined, the device was flipped. An x-ray had confirmed the flip. The cause of the flip was unknown. The patient was able to recharge normally and was receiving effective therapy. No symptoms were experienced. A surgical revision was done to resolve the event. The patient was doing well and effectively charging.